Event description:
It was reported that the technologist was having trouble eliminating motion in patient images during magnification shots in the mlo position. Due to this issue four images were repeated for one patient which resulted in the patient receiving additional radiation. A field engineer was dispatched to the site and it was determined that the compression paddle set screws needed to be adjusted. While onsite the fe was informed by the technologist that related to the motion in images, the c-arm rotates uncommanded. No injury reported. The c-arm rotational switch was adjusted and screws tightened. Once this was completed the system was working as intended. No injury reported.